Event description:
It was reported that an error message was displayed on the programmer. No information was received indicating patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the programmer powers up ok, however errors were found in the error log. The printed circuit board assembly was analyzed at the component level, and it was noted that a microprocessor component was out of specification, confirming the reported event; 2067 programmer rf head - (B)(4) pacing system analyzer -

Event description:
It was reported that a black screen error stating to call medtronic rep was displayed on the programmer. No information was received indicating patient involvement.

Event description:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the programmer powers up ok, however, errors were found in the error log.